Event description:
Surgeon reported to sales representative that he had 5 patients with cornea problems while using 3 different handpieces. This was originally reported under MDR reports 020664-2013-00090, 020664-2013-00091 and 020664-2013-00092. Then individual information was received about the patients 1, 2 and 3 and the handpieces that were used in each surgery. This report is for the information of the 2 unidentified patients.

Manufacturer narrative:
Correct date is (B)(4) 2013. Placeholder.

Manufacturer narrative:
Surgeon reported that the 2 patients reported previously was incorrect information as they were able to confirm there were only 3 original patients and not 5. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics at this time has been submitted.

Manufacturer narrative:
Field service specialist visited the account and tested the handpiece and found it within specifications.